Event description:
The pt was revised because of poly wear.

Manufacturer narrative:
Examination of the returned linear confirms wear of the poly material. There is however nothing that appears excessive of note for the approx 12 yrs implanted. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot codes since release for distribution in july of 1994. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.